Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
¿Leak at hub and under dressing. Line had to be pulled. After line removed, no leaking noted at hub. Duration: ¿8hrs¿. Continuous infusions: ¿nvn at 8.5, lipids at 1¿. Medications: ¿ampicillin, gentamicin, and caffeine¿. Notes: ¿when nurse went into patient's room to do her assessment, the swaddle was soaked. After further assessment, it was noticed the burn netting was also wet. The np was notified and came to the bedside. She flushed the PICC line and there was leaking noted, coming from the PICC. It was then removed and a new PICC line was inserted.¿